Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 leads (same lot) implanted as part of her scs system. It was reported the patient stated her stimulation coverage had changed. It was suspected the patient's leads had migrated. Consequently, the patient underwent surgical intervention on (B)(6) 2017, during the procedure, it was found the leads pulled down into the ipg pocket. In turn, both leads were explanted and replaced. Reportedly, effective stimulation was restored following the procedure.